Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint cables have been broken. Visual inspection found one of the pitch cables broken. The cable crimp was missing from its installation point; however, the broken piece of cable had the crimp attached and was included when the instrument was returned. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the tenaculum forceps (part # 470207-10/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 7 uses remaining after this last usage. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had broken cables while the customer was retracting after making an incision of the uterus and grasping the myoma. The customer used a backup instrument to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.